Event description:
Bact/alert® bpa culture bottles are used with bact/alert microbial detection systems (bact/alert 3d and bact/alert virtuo®) for quality control testing of leukocyte-reduced apharesis platelet (lrap) units, both single and pools of up to six (6) units of leukocyte-reduced whole blood platelet concentrates (lrwbpc), and pools of up to four (4) units of leukocyte-reduced whole blood derived buffy coat platelets (lrwbdbcp). Bact/alert bpa culture bottles support the growth of aerobic microorganisms (bacteria and fungi). A customer in croatia notified biomérieux of obtaining false positive results while testing blood platelets using bact/alert bpa EU reference (B)(4). The customer said that in three instances they had obtained discrepant positive results when using bact/alert bpa EU (reference (B)(4), lot 0001058552, expiration date 09 mar 2023) in conjunction with their bact/alert instrument. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.

Manufacturer narrative:
Following the false positive results obtained by the customer while testing blood platelets using bact/alert bpa EU reference (B)(4), an investigation has been carried out at biomérieux manufacturing site. Complaint trends: queries on complaint data showed no adverse trend is present for the error code false positive - c503 for bact/alert® bpa EU platelet culture bottles (part 279044). No other false positive complaints were received for the bpa lot 0001058552 (expired on 09mar2023). Retains testing: retain samples of lot 0001058552 (100 bottles), product number 279044bact/alert® bpa EU platelet culture bottles were loaded onto the 3d instrument on (B)(6) 2022 and the expected negative results were obtained at 7 days of incubation. No malfunction of the product was identified by the investigation. Batch record review: a review of manufacturing batch record of bact/alert® bpa EU lot #0001058552 used by the customer was perforemd and no non-conformance or deviations were identified. The results of all in-process and quality assurance release for sales test were found to be within specification. Conclusion there is no evidence of any bottle product performance issue with the bact/alert bpa culture bottle lot 0001058552. The instructions for use [IFU] and bact/alert user manual for bact/alert culture bottles contains guidance concerning false positive results. Per the bottle IFU the bottles should be inspected before use and any bottles found with signs of damage should not be used.